Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side intracapsular rupture. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported a right side intracapsular rupture. Healthcare professional additionally reported "wide disruption of the capsule." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on the posterior side assessed as unidentified (tear) opening (shell thickness within specification) and other pattern along the same edge broken in posterior side assessed as smooth opening. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.